Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found that the scissors did not cut cleanly through latex .006. Upon further inspection, the blade was found to have an indentation which prevents scissors from cutting correctly. The instrument was placed on an in-house system and passed the recognition and engagement test. Failure analysis concluded that the indentation on the blade was likely due to mishandling. Failure analysis also found tube extension cracked at one of the axial keys at extension and main tube interface. Evidence not conclusive, however, the cracked damaged was likely due to mishandling. Failure analysis also observed instrument tube extension pad printing removed. The tube extension had various scratch marks with light material missing, which measured approximately .234 x .320. Failure analysis concluded that the damage was likely due to mishandling. Failure analysis also observed various scratch marks at the distal end of the main tube exhibiting light material removal. The scratched area measured approximately .187 x 1.91. No other damage was found. The endowrist® instruments instructions for use (IFU) specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not itself constitute a reportable event; however, the pad printing removal and the main tube material removal found during failure analysis could likely cause or contribute to an adverse event, if the malfunctions were to recur.

Event description:
It was reported that during a da vinci myomectomy procedure, the monopolar curved scissors instrument could not cut the tissue, dull. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported. No fragments fell into the patient.